Event description:
Consumer complains of low meter results; results of 22, 24 mg/dl. No adverse event.

Manufacturer narrative:
(B)(4). Investigation confirms bent pins on the strip connector (pin are pushed down, and so not making contact when the strip is inserted). The defect appears to be induced by the user as there are physical marks and damage in this area of the meter.